Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two flexiva ID 365 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that two flexiva ID 365 laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 30 watt laser console with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure, the tip of the laser fiber was broken after a few laser activations. A second of the same device was opened and it was noted to be broken about 12 inches from the tip outside the patient after introduction into the scope. The procedure was completed with the third flexiva ID 365 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be fine.